Event description:
A surgeon reported that a clinical study patient reported experiencing glare and halos following intraocular lens (iol) implant surgery. Posterior capsule opacification that was not felt to be clinically significant was noted at the one month postoperative visit. The surgeon reported that the lens was exchanged for a monofocal lens.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. The returned product was wet from being returned in a specimen cup in a clear watery solution. The lens was removed from the solution and air dried. Optical resolution was verified to be acceptable and the diopter was confirmed to be a 19.5. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence of solution, the damage is potentially related to customer handling. (B)(4).